Event description:
Healthcare professional reported, left side "flat". And "tight inferolateral and superomedial. Capsular contracture", baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: wear abrasion, creases fold and opening curved on anterior. Leak test and microscopic analysis was performed which identified, opening crease sharp on anterior. And observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on anterior assessed, as fold flaw opening.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "flat" and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side "flat" and "tight inferolateral and superomedial capsular contracture", baker grade unknown. Device has been explanted and replaced.